Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited some pacing impedance measurements below 350 ohms. This rv lead also exhibited high pacing threshold measurements around 3.0 volts. Since the threshold measurements were stable no further actions were taken. Subsequently, a save to disk was sent into boston scientific technical services (bsc ts) for review. Bsc ts discussed that since the threshold measurements remained high and stable that this rv lead most likely exhibited a microdislodgment, and stabilized in its new location. It is the physician's decision to leave the lead like it is positioned with such values. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.